Event description:
It was reported that while in use the ventilator stopped delivering breaths and the message "motor fault" was displayed on the message window. The ventilator was once turned off and then turned on again. However, it did not solve the problem. Please note that there was no death or no severe injury involved in the incident.